Manufacturer narrative:
A ge service rep performed an on site investigation. The flash on the c-arm and the cal flash on the system was reloaded (software). The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a filament calibration error code message and a collimator calibration error code message. No pt injury was reported.